Manufacturer narrative:
No product was returned for investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott, the cause of the reported perforation could not be confirmed. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference: 3008452825-2018-00371, 3008452825-2018-00372, 3005334138-2018-00417. During an atrial fibrillation ablation procedure, following a transseptal puncture, during geometry creation, a cardiac perforation was noted. An echocardiogram confirmed a perforation, for which a pericardiocentesis was performed to stabilize the patient. The location and cause of the perforation is unknown. There were no performance issues with any abbott device during the procedure.